Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es was restarting on its own multiple times a day. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a software issue. A technical support specialist dialed into the device, confirmed no battery issues, identified and repaired a corrupted windows file and performed a precautionary repair on the med application. The system functioned as intended after the technical support specialist troubleshooted the device.